Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient was referred to the hcp to have the pump refilled. It was reported that the pump was interrogated and the low reservoir alarm was activated. There was no failure of the pump or catheter identified. The issue was reported as resolved. No further complications have been reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from the consumer on 2019-nov-27 regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s clinic was shut down and now the patient was searching for a new physician to manage their pump. The patient had contacted a few doctors, but they would not touch his pump since they were not the implanting physician. It was indicated that this had happened before, and they just filled his pump with saline for the time being. Refer also to MFR report 3004209178-2015-21910 regarding a previous event. The pump was to be refilled on (B)(6) 2019 and the patient needed to find a new physician before then. It was indicated that the patient has nerve damage in both legs from a surgery that had destroyed his nerves in his legs, and he could not walk, and that was the reason he now had the pump. It was further indicated that the patient was afraid that without the pump he would not be able to walk again as with the pump he was up and walking within days. Physician listings were provided as requested. Additional information was received from a consumer on (B)(6) 2019. The patient had not heard back from manufacturer representative about not being able to find a physician who could refill his pump. The patient was described as having been in a bad way and that nobody wanted to touch the pump. The low reservoir alarm was date was today ((B)(6) 2019). It was noted that the patient would not care if preservative free normal saline is placed in the reservoir to the pump would not get damaged. Additional information was later received via a consumer on (B)(6) 2019. It was reported that at 4am on (B)(6) 2019, the pump was either overdosing the patient or it stopped dosing the patient. The patient was described as all messed up. The patient didn¿t know what was going on with them. The patient thought their pump was either failing or had failed, stating the last time pump beeped regarding the previous information reported but was not alarming now. The patient had spoken with a manufacturer representative who said if the pump alarmed, to let them know and they would then send the patient to pittsburgh. The patient however was unsure what that me ant. It was clarified that the patient had sent a text to the company representative earlier today ((B)(6) 2019) but had not heard back. The onset of symptoms was not specified. The patient did not have a healthcare provider. The pump was noted as having administered hydromorphone of an unknown concentration. It was further noted that they had put 20 cc in the pump at 0.92 mcg/hour. No further complications have been reported as a result of this event.